Event description:
It was reported that (1) device was used during a laparoscopic colon (rectum). It was reported by the affiliate that during intervention at low rectum, the atb35 did not cut and did not suture (staple). Also the release handle blocked and the surgeon had to perform complicated maneuvers to take the instrument out. This caused tissue traumatism and slight hemorrhage and prolonged hospital stay. The surgeon preferred to control the pt more (4-5 days more than usual). For completing the operation, the surgeon sutured by hand and used a competitor's stapler.